Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, occurrence cause and root cause of acoustic element missing could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a tear at the distal end. The device was returned to olympus for evaluation. Evaluation found that the device's probe tip was damaged and the acoustic lens was chipped. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During evaluation, the reported issue was confirmed: the ultrasound probe was torn. During visual examination, the following additional issues were noted: the adhesive on the bending section cover was chipped and the connecting tube's coating was peeling. Functional testing showed the device was no longer water-tight due to deformation at the scope connector, deformation at the electrical connector guide pin and a pin hole at the bending section cover. In addition, the up/down directional knob could not be securely locked due to internal wear of the lock engagement lever. Finally, the acoustic lens damage caused a defective ultrasound image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.